Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Although advised by technical support to add more insulin to the existing cartridge, the caller decided to fill a new cartridge instead. The caller confirmed that the loading process was successfully completed with the new cartridge.